Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. One of the retainer legs of the orvil anvil was observed to be bent and cross cutting staple line marks were observed along the cutline impression in the cutting ring/mylar cover. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures.replication of the observed orvil anvil retainer leg damage may occur if the orvil anvil is manipulated with excessive force during the attachment to the instrument, or if the orvil anvil is mishandled during the removal from the tubing.replication of the observed secondary cross cutting staple damage may occur if the instrument is applied over an obstruction.the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic total gastrectomy. The surgeon experienced difficulty closing the device. Excessive force had to be applied to push the spike into the other device. The device was ultimately able to be closed. There was not excessive tissue incorporated into the barrel of the stapler. The stapler sizers were not used. Additionally, the twist knob was loose so the spike would return back to the stapler body during coupling with the other device. The anvil was eventually able to couple with the handle. No patient injury or extension in surgical time. Patient status is alive, no injury.